Event description:
It was reported that the patient was having ¿horrible spasms¿ on (B)(6). The patient was previously refilled on (B)(6) and had an alarm date of (B)(6), but the refill was scheduled for (B)(6). Due to the horrible spasms, the healthcare provider (hcp) decided to increase the pump rate. Two days later, the patient¿s spasms were getting worse and she didn¿t think the pump was working. On the next day, a dye study was performed and it was found that the catheter was fine. It was stated that fluid could be aspirated and everything looked good when watching the dye. On the day of the refill, the computer showed that the pump should have contained 4ml of drug, but it was found that the pump was actually empty. It was reported that this had not happened to the patient before. As of (B)(6), the patient was feeling a little bit better, but was still having spasms in her legs with increased spasticity. The patient had reportedly been without drug for a week, thus the reporter felt that this was due to the drug needing to build up and equalize back out in her system. It was stated that the patient had not been exposed to any hot environments and the hcp was ¿99.99% sure¿ that there hadn¿t been any pocket filling. The pump was delivering baclofen with a lowdose of morphine. Thirteen days later, it was reported that the patient experienced withdrawal and increased spasms. There was no hospitalization required due to the event and the patient recovered without sequela.

Manufacturer narrative:
Product ID 8709sc, lot # n174809004, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was later reported the cause of the event was overinfusion of the pump. The patient experienced withdrawal signs/symptoms one week prior to scheduled refill. A catheter dye study was performed on (B)(6) 2013 and the results were normal. The patient outcome was noted as non-serious injury/illness.